Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be supplier related. The products returned for evaluation were 60 20ga x 0.75¿ powerloc infusion sets. One of the infusion sets was opened. An attempt to flush the opened device with water using a 12ml syringe revealed a leak from the distal adhesive application site. An attempt to flush the sealed devices with water using a 12ml syringe revealed the 13 infusion sets were patent to infusion and aspiration without any observed leaks. No leaks were observed during pressurization testing. The rest of the samples are assumed to be unaffected based on the sample size. Using a random number generator the following samples were selected: 2, 13, 28, 30, 31, 37, 40, 41, 42, 43, 50, 51, 57. The sample size was determined using ansi z1.4 tables using general inspection level ii and an aql of 1.0. Microscopic inspection of the opened device confirmed the leak at the distal adhesive application site. The single infusion set that exhibited a leak was likely due to inadequate adhesive application during device manufacture. This complaint will be forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.

Event description:
It was reported by the customer that they are having an issue with power loc safety needle set. The issue is the needle leaks out the top by the angel wings. Occurs when flushing saline or pulling back blood. Additional information provided 22/nov/2023. Event directly involved a patient when using product, leaking. The event did not involve an urgent medical situation. Had to re-access, second poke. It was reported this occurred with four devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that they are having an issue with power loc safety needle set. The issue is the needle leaks out the top by the angel wings. Occurs when flushing saline or pulling back blood. Additional information provided 22/nov/2023 event directly involved a patient when using product, leaking. The event did not involve an urgent medical situation. Had to re-access, second poke. It was reported this occurred with four devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported by the customer that they are having an issue with power loc safety needle set. The issue is the needle leaks out the top by the angel wings. Occurs when flushing saline or pulling back blood. Additional information provided 22/nov/2023. Event directly involved a patient when using product, leaking. The event did not involve an urgent medical situation. Had to re-access, second poke.